Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the rpms were out of specification on the high end and the calibration was out at the zero reading. The motor, eccentric shaft, plug harness, switch, spring seal, vespel and semi-circle bearings and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a device returned for maintenance and required repair. The evaluation determined the rpms were out of specification on the high end. The control bar was in the correct position. The calibration was out at the 0 reading. There was no event as the device only returned for maintenance. There was no reported patient harm, or delay. Due diligence is complete, no further information is available at this time.